Event description:
Boston scientific received information that in 2012 this patient's abdominally located pacing system was being replaced with a pectorally placed system. The new pectoral system included this generator and another company's left ventricular (lv) lead which was inserted into the right ventricular (rv) port; at that time the physician did not want to cross the patient's tricuspid valve with an rv lead. Due to the patient's pacemaker dependency, the physician kept both systems in place for approximately a five week period so the new system could stabilize. The old generator was then removed, the leads were surgically abandoned, and this system remained in service. Recent information was received that the other company's left ventricular (lv) lead exhibited noise and oversensing which resulted in pacing inhibition and asystole greater than two seconds. Insulation damage was also noted. Surgical intervention was performed where the other company's lv lead was surgically abandoned and a new right ventricular (rv) lead was implanted with this generator. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.